Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 year and 8 months. The patient¿s pump and accessories were not returned for evaluation. An autopsy was not performed. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient had yelled out and the patient's mother found the patient collapsed onto the bed. The mother called 911 and the patient was transported to a local emergency room in cardiac arrest. The patient subsequently expired. The health professional at the implant hospital reported that the patient lived at home with their elderly mother who was not trained with the device. The patient and the patient's daughter were trained after the pump was implanted but the patient's daughter moved out of state shortly after the patient was discharged. The patient had recently experienced rhythm issues that the were being treated, and it was thought that at the time of the event the patient might have experienced a ventricular tachycardia storm and then collapsed. The patient yelled out and they suspected the patient might have been shocked with the ICD and collapsed onto the bed. The health professional stated that the log file showed some disconnections of the driveline with power changes. An autopsy was not performed.

Manufacturer narrative:
The patient¿s pump and accessories were not returned for evaluation. An autopsy was not performed. A direct correlation between the device and the patient outcome could not be determined. The vad coordinator reported that the patient had an ICD and the event may have been related to ventricular tachycardia. The instructions for use lists cardiac arrhythmia as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. Review of the log file showed a pump speed reduction to 0 rpm accompanied by motor stopped and driveline disconnect alarms on (B)(6) 2016 at 09:40 am. The associated voltage levels indicated that the event occurred while the system was connected to a power module and the time stamp suggested that the event persisted for approximately 20 minutes. The pump returned to the set speed after the event. The remaining data, recorded from 10:01 am to 10:51 am on (B)(6) revealed that both power cables were disconnected from external power at 10:03 am and there was a no external power alarm active. The cables were reconnected at 10:05 am and the alarm cleared. A low flow hazard alarm associated with flow estimation values below 2.5 lpm became active at 10:41 am and remained active until the last entry recorded at 10:51 am. The investigation was unable to conclusively determine the cause of the atypical events recorded in the log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.